Manufacturer narrative:
Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. The customer reported the audio was also muffled. They reported this did not occur during patient use.